Manufacturer narrative:
Unit received with traces of moisture at the interface board per visual inspection. Unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the act button on the insulin pump was unresponsive. The insulin pump was exposed to moisture. Fluid was under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.